Manufacturer narrative:
Initial.

Event description:
It was reported that the user manually injected 5 units of fast-acting insulin and remained connected to the ilet pump after a supply change, then contacted support to confirm the process and was advised to pause insulin delivery for two hours; the user paused and later resumed delivery with assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.